Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 65 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 6 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 71 malfunction events, where it was reported the devices experienced difficult to maneuver (no tip). There was no patient involvement.

Event description:
This report summarizes 71 malfunction events, where it was reported the devices experienced difficult to maneuver (no tip). There was no patient involvement.

Manufacturer narrative:
This supplemental is being filed to reflect a change in status. One of the units which was pending evaluation was evaluated and the reported issue was confirmed.

Event description:
This report summarizes 67 malfunction events, where it was reported the devices experienced difficult to maneuver (no tip). There was no patient involvement.

Manufacturer narrative:
4 of the devices that was pending were evaluated and it was determined that the reported malfunction was not reportable. Because of this, the number of reported events has been changed from 71 to 67. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect these changes.